Event description:
It was reported post implantation of a adjustable gastric band, the patient presented with nausea, vomiting, and dysphasia. During an endoscopy, the surgeon noticed the stomach had prolapsed and determined the band needed to be removed. Upon further testing, the surgeon believes it was not a prolapse and was an obstruction due to the symptoms and the fact that the patient did a swallow study and determined it was an obstruction when the patient was unable to swallow. No erosion was found. The patient had to be completely dilated after the band was removed because the patient was still obstructed. No other patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.